Event description:
Pt implanted 01/06/1998 into the upper vermilion borders. Onset of implant extrusion and implant visible 01/12/1998 in perioral area. Treatment 01/12/1998 corticosteroid, 12/17/1998 keflex, 02/17/1998 revision and 03/24/1998 explantation.